Event description:
While testing the core impaction drill at the manufacturer it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Upon disassembly the bearings, sockets and motor cartridge were corroded and the motor housing was damaged.